Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and suicide attempt ('autolytic attempt') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: overdose "voluntary drug overdose" (seriousness criterion medically significant). The patient's medical history included smoker (10 cigarettes a day), breast nodule (surgery of nodules in the chest. Curettage. Nose), multigravida, parity 2, cocaine abuse (under treatment for cessation), nasal necrosis (ischemic necrosis of the nasal mucosa), nasal septum perforation, bacterial infection nos (polymicrobial bacterial superinfection), vaginal candidiasis, enterocolitis, irritable colon, clostridium difficile infection (secondary to antibiotic treatment), postpartum depression (she received pregabalin treatment) and abortion. Concomitant products included aripiprazole (abilify), citalopram, clonazepam (rivotril), topiramate and zolpidem. In 2015, the patient had essure inserted. In 2016, the patient underwent rhinoplasty ("septorhinoplasty last year"). On (B)(6) 2019, the patient experienced vulvovaginal pain ("pain in her vagina"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), suicide attempt (seriousness criterion hospitalization), dyspareunia ("dyspareunia"), menstruation irregular ("menstrual cycle type: irregular"), discomfort ("sensation of heaviness"), headache ("headaches"), bone pain ("bone pain"), visual impairment ("visual disturbance"), muscle spasms ("cramps"), dysuria ("dysuria"), depression ("anxiety depressive syndrome/ depression"), personality disorder ("personality disorder") and drug abuse ("cocaine use relapses") and was found to have hormone level abnormal ("hormonal imbalances"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with nasogastric probing and washing is performed. No remnants of medications are found. And surgery (removal of essure devices, with removal of her fallopian tubes and uterus). Essure was removed on (B)(6) 2019. In 2016, the rhinoplasty had resolved. At the time of the report, the pelvic pain, suicide attempt, dyspareunia, menstruation irregular, vulvovaginal pain, discomfort, headache, bone pain, visual impairment, hormone level abnormal, muscle spasms, dysuria, depression, personality disorder and drug abuse outcome was unknown. The reporter considered bone pain, depression, discomfort, drug abuse, dyspareunia, dysuria, headache, hormone level abnormal, menstruation irregular, muscle spasms, pelvic pain, personality disorder, rhinoplasty, suicide attempt, visual impairment and vulvovaginal pain to be related to essure. The reporter commented: gynaecological and obstetric: menarche 12, menstrual cycle type 4/28. Diagnostic hysteroscopy: hysteroscopic diagnosis placement of essure devices, pathological study request: no. Treatment: give an appointment in 3 months with hysterosalpingography. Discharge from nursing date / nurse referral date: (B)(6) 2017. Discharge reason / nurse referral: voluntary discharge reported. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and suicide attempt ('autolytic attempt') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: intentional overdose "voluntary drug overdose" (seriousness criterion medically significant). The patient's medical history included rhinoplasty in 2016, nasal septum perforation on (B)(6) 2014, breast nodule (surgery of nodules in the chest. Curettage.) In 2008, deterioration of visual acuity in 2006, depression in 2002, anxiety in 2002, smoker (10 cigarettes a day), multigravida, parity 2 (2 natural delivery.), cocaine abuse (under treatment for cessation. Amission to a detoxification centre ((B)(6)) for 3 months in 2014 for cocaine and benzodiazepine abuse.), nasal necrosis (ischemic necrosis of the nasal mucosa), bacterial infection nos (polymicrobial bacterial superinfection), vaginal candidiasis, enterocolitis, irritable colon, clostridium difficile infection (secondary to antibiotic treatment), postpartum depression (she received pregabalin treatment), recurrent abortion and menarche (at 12 years old.). Concomitant products included aripiprazole (abilify), citalopram, clonazepam (rivotril), topiramate and zolpidem. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced upper respiratory tract infection ("upper respiratory tract cold"), 2 months 3 days after insertion of essure. On (B)(6) 2015, the patient experienced influenza ("flu"). On (B)(6) 2016, the patient experienced thermal burn ("skin burn"). On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient experienced menstruation delayed ("delayed menstruation"). In 2016, the patient underwent rhinoplasty ("septorhinoplasty last year"). On (B)(6) 2017, the patient was found to have fibroma ("pendulous fibroma"). On (B)(6) 2018, the patient experienced subcutaneous abscess ("skin abscess"). On (B)(6) 2018, the patient experienced asthenia ("asthenia"). In (B)(6)2018, the patient experienced intermenstrual bleeding ("spotting"). On (B)(6) 2019, the patient experienced pneumonia ("pneumonia"). On (B)(6) 2019, the patient experienced nausea ("nausea") and pain ("acute pain"). On (B)(6) 2019, the patient experienced vulvovaginal pain ("pain in her vagina"). On (B)(6) 2019, the patient was found to have weight increased ("weight gain"). On (B)(6) 2019, the patient experienced joint swelling ("swollen ankle"). On (B)(6) 2020, the patient experienced abdominal symptom ("abdominal problem"). On (B)(6) 2020, the patient experienced osteoarthritis ("gonarthrosis to rule out"). On (B)(6) 2021, the patient experienced menopause ("discomfort caused by menopause such as dryness, decreased libido, itching and hot flushes."). On (B)(6) 2021, the patient experienced trichomoniasis ("endocervix sample, trichomonas vaginalis detected") and was found to have basal cell carcinoma ("basal cell epithelioma: chronic lesion on left cheek that has rapidly increased in size over the last few months compatible with nodular basal cell lesion"). On (B)(6) 2021, the patient experienced odynophagia ("odynophagia: sore throat, white spot on palate"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), suicide attempt (seriousness criterion hospitalization), dyspareunia ("dyspareunia"), menstruation irregular ("menstrual cycle type: irregular"), discomfort ("sensation of heaviness"), headache ("headaches"), bone pain ("bone pain"), visual impairment ("visual disturbance"), muscle spasms ("cramps"), dysuria ("dysuria"), mixed anxiety and depressive disorder ("anxiety depressive syndrome/ depression"), personality disorder ("personality disorder"), drug abuse ("cocaine use relapses") and amenorrhoea ("amenorrhoea for 5 months") and was found to have hormone level abnormal ("hormonal imbalances"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with nasogastric probing and washing is performed. No remnants of medications are found. And surgery (removal of essure devices, with removal of her fallopian tubes and uterus). Essure was removed on (B)(6) 2019. In 2016, the rhinoplasty had resolved. On (B)(6) 2019, the nausea and pain had resolved. At the time of the report, the pelvic pain, suicide attempt, dyspareunia, menstruation irregular, vulvovaginal pain, discomfort, headache, bone pain, visual impairment, hormone level abnormal, muscle spasms, dysuria, mixed anxiety and depressive disorder, personality disorder, drug abuse, asthenia, upper respiratory tract infection, influenza, thermal burn, urinary tract infection, menstruation delayed, fibroma, subcutaneous abscess, amenorrhoea, intermenstrual bleeding, pneumonia, weight increased, joint swelling, abdominal symptom, osteoarthritis, menopause, trichomoniasis, basal cell carcinoma and odynophagia outcome was unknown. The reporter considered abdominal symptom, amenorrhoea, asthenia, basal cell carcinoma, bone pain, discomfort, drug abuse, dyspareunia, dysuria, fibroma, headache, hormone level abnormal, influenza, intermenstrual bleeding, joint swelling, menopause, menstruation delayed, menstruation irregular, mixed anxiety and depressive disorder, muscle spasms, nausea, odynophagia, osteoarthritis, pain, pelvic pain, personality disorder, pneumonia, rhinoplasty, subcutaneous abscess, suicide attempt, thermal burn, trichomoniasis, upper respiratory tract infection, urinary tract infection, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: gynaecological and obstetric: menarche 12. Menstrual cycle type (B)(6). Diagnostic hysteroscopy: hysteroscopic diagnosis placement of essure devices. Pathological study request: no. Treatment: give an appointment in 3 months with hysterosalpingography. Discharge from nursing date / nurse referral date: (B)(6) 2017. Discharge reason / nurse referral: voluntary discharge reported. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on an unknown date: diagnostic biopsy/anatomopathological diagnosis: fallopian tubes with focal erosion, fibrosis, mild inflammation, and foreign body material. Chronic cervicitis with mature and immature squamous metaplasia. Endometrium with initial secretory transformation. Adenomyosis. Cytology - on (B)(6) 2019: gynecological cytology with abnormalities in squamous epithelial cells atypia of uncertain significance in squamous cells. Ultrasound scan - on (B)(6) 2019: finding normal internal genitalia: anteverted uterus. Morphology: regular. The essure devices inserted in the isthmic and intrauterine portion of both tubes were observed, at 3 and 3.5 mm from the endometrial cavity, both being about 10 mm long. X-ray - on (B)(6) -2019: chest x-ray was performed and compared with previous study showing resolution of the infiltrate and no pleural effusion was observed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: patient relevant history: ¿breast nodule¿ and ¿nasal septum perforation¿ dates added. Patient relevant history: ¿depression¿, ¿anxiety¿, ¿rhinoplasty¿, ¿menarche¿, ¿visual acuity¿ added. Essure date implanted updated. Patient lab data: ultrasound scan, cytology, x-ray, biopsy added. New events: asthenia, upper respiratory tract cold, flu, skin burn, urinary tract infection, delayed menstruation, pendulous fibroma, skin abscesso, amenorrhoea, spotting, pneumonia, náusea, acute pain, weight gain, swollen ankle, abdominal problem, gonarthrosis, menopause, trichomonas vaginalis, basal cell epithelioma, odynophagia added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("remains of essure device"), suicide attempt ("she ingested 500 ml of bleach as a suicide attempt / she has started to self-harm , cut his wrists, she has tried to inject air into her veins") and craniocerebral injury ("right occipital-parietal tbi with loss of consciousness but without pathology findings in imaging test") in a 49 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: intentional overdose ("voluntary drug overdose / she has taken two blisters of lexatine" in (B)(6) 2017) and multiple drug overdose intentional ("took lorazepam x 10 tablets, rivotril 2 mg x 10 tablets and topiramate x 10, all at the same and 2 grams of snorted cocaine" on (B)(6) 2017). The patient had a medical history of vaginal cuff dehiscence (reduced quality of life due to adverse events) on (B)(6) 2018, mental distress (angry and unhappy) and dysmenorrhea in 2017, abdominal discomfort in 2016, vaginal yeast in 2015, drug detoxification (detoxification center for 3 months) in 2014, breast nodule (surgery of nodules in the chest) in 2008, visual acuity decreased and deterioration of visual acuity in 2006, pituitary microadenoma and prolactin increased from 2003 to 2005, postpartum depression (depression postpartum after her second delivery, she received pregabalin treatment) in 2000, menarche (at age 12) in 1984 and septoplasty (in 2014 (estimated date), re-operation of rhinoplasty functional in 2016), tranquilliser abuse, endometrial curettage, recurrent abortion, clostridium difficile infection (secondary to antibiotic treatment), irritable colon, enterocolitis, parity 2 (2 natural deliveries), multigravida and smoker (10 cigarettes a day). Menstrual cycle: 4 days every 28 days. No allergies. Previously administered products included: pregabalin for postpartum depression and antibiotics. The patient had a family history of anorexia nervosa (sister) and disability nos (sister, since birth). Concurrent conditions were listed as bacterial infection nos (polymicrobial bacterial superinfection), nasal septum perforation and nasal necrosis (ischemic necrosis of the nasal mucosa) since 2014, cocaine abuse (admission to a detoxification centre for 3 months in 2014 for cocaine and benzodiazepine abuse, cocaine currently occasional) since 2005, suicide attempt (two admissions) and mixed anxiety & depressive since 2002 as well as vaginal candidiasis. Concomitant products included citalopram since (B)(6) 2017 with a previous dosage regimen since (B)(6) 2017, lorazepam for anxiety, lexatine [escitalopram oxalate] for anxiety, alprazolam, bromazepam, antabus (disulfiram), zolpidem, rivotril (clonazepam), topiramate and abilify (aripiprazole). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 534 days after essure insertion, she experienced presyncope ("she goes to the emergency department referred from a hysteroscopy consultation due to vagal symptoms"). On (B)(6) 2015 she experienced upper respiratory tract infection ("upper respiratory tract cold"). On (B)(6) 2015 she experienced influenza ("flu"). On (B)(6) 2016 she experienced thermal burn ("skin burn"). On (B)(6) 2016 she experienced pelvic pain (seriousness criterion intervention required), dyspareunia ("dyspareunia") and urinary tract infection ("urinary tract infection"). On (B)(6) 2016 she experienced menstruation delayed ("delayed menstruation"). On (B)(6) 2016 she experienced abdominal discomfort ("abdominal discomfort"). On (B)(6) 2017 she experienced dysmenorrhoea ("dysmenorrhea,"). On (B)(6) 2017 she attempted suicide (seriousness criterion hospitalisation). On (B)(6) 2017 she experienced sleep disorder ("sleep pattern disorder"). On (B)(6) 2017 she experienced craniocerebral injury (seriousness criterion hospitalisation), dizziness ("well as a sensation of dizziness"), loss of consciousness ("right occipital-parietal tbi with loss of consciousness but without pathology findings in imaging test"), post-traumatic headache ("holocranial headache and pain at the level of the trauma") and vomiting ("vomit"). On (B)(6) 2017 she experienced suicidal behaviour ("parasuicidal gesture in patient with personality disorder"). On (B)(6) 2017 she was found to have fibroma ("pendulous fibroma"). On (B)(6) 2018 she experienced allergy to metals ("nickel allergy confirmed/ remains of essure device"). On (B)(6) 2018 she experienced subcutaneous abscess ("skin abscess"). On (B)(6) 2018 she experienced asthenia ("asthenia"). In (B)(6) 2018 she experienced intermenstrual bleeding ("spotting"). On (B)(6) 2019 she experienced pneumonia ("pneumonia"). On (B)(6) 2019 she experienced nausea ("nausea") and procedural pain ("acute pain on day of essure removal surgery"). On (B)(6) 2019 she experienced vulvovaginal pain ("pain in her vagina"). On (B)(6) 2019 she was found to have weight increased ("weight gain"). On (B)(6) 2019 she experienced joint swelling ("swollen ankle"). An unknown time later she experienced device breakage (seriousness criterion intervention required), abdominal pain ("cramps"), menstruation irregular ("menstrual cycle type: irregular"), amenorrhoea ("amenorrhoea for 5 months"), headache ("headaches"), visual impairment ("visual disturbance/ vision disorders"), bone pain ("bone pain"), dysuria ("dysuria"), pruritus ("pruritus skin"), malaise ("malaise"), dermatitis allergic ("skin allergy"), fatigue ("tiredness"), depression ("depression"), polymenorrhoea ("two menstrual periods per month"), anger ("angry") and depressed mood ("unhappy") and was found to have hormone level abnormal ("hormonal imbalances"). The patient was hospitalised from (B)(6) 2017, from (B)(6) 2017 and from (B)(6) 2017. The patient was treated with enantyum (dexketoprofen trometamol), pantoprazole, metoclopramide, analgesics, ibuprofen, lorazepam, amoxicillin & clavulanate k (amoxicillin trihydrate; clavulanate potassium), spidifen (ibuprofen arginine), paracetamol and olanzapine as well as surgery (laparoscopic bilateral salpingectomy and hysterectomy and removal surgery done on (B)(6) 2019) and non-drug therapy (nasogastric tube and lavage without objectifying drug remains). On (B)(6) 2019, the nausea and procedural pain had resolved. At the time of the report, the presyncope had resolved. The outcomes for pelvic pain, device breakage, suicide attempt, craniocerebral injury, abdominal pain, dyspareunia, menstruation irregular, menstruation delayed, intermenstrual bleeding, amenorrhoea, headache, vulvovaginal pain, visual impairment, bone pain, asthenia, weight increased, influenza, urinary tract infection, dizziness, subcutaneous abscess, hormone level abnormal, dysuria, upper respiratory tract infection, thermal burn, joint swelling, fibroma, pneumonia, sleep disorder, pruritus, malaise, dermatitis allergic, fatigue, loss of consciousness, post-traumatic headache, vomiting, suicidal behaviour, allergy to metals, polymenorrhoea, abdominal discomfort, dysmenorrhoea, anger and depressed mood were unknown. The reporter considered abdominal discomfort, abdominal pain, allergy to metals, amenorrhoea, anger, asthenia, bone pain, craniocerebral injury, depressed mood, depression, dermatitis allergic, device breakage, dizziness, dysmenorrhoea, dyspareunia, dysuria, fatigue, fibroma, headache, hormone level abnormal, influenza, intermenstrual bleeding, joint swelling, loss of consciousness, malaise, menstruation delayed, menstruation irregular, nausea, pelvic pain, pneumonia, polymenorrhoea, post-traumatic headache, presyncope, procedural pain, pruritus, sleep disorder, subcutaneous abscess, suicidal behaviour, suicide attempt, thermal burn, upper respiratory tract infection, urinary tract infection, visual impairment, vomiting, vulvovaginal pain and weight increased to be related to essure administration. The reporter commented: both essures are placed without incident diagnostic hysteroscopy: hysteroscopic diagnosis placement of essure devices. Essure placement 5 coils on the right tube and 4 coils on the left tube. Pathological study request: no. Treatment: give an appointment in 3 months with hysterosalpingography. Discharge from nursing date / nurse referral date: (B)(6) 2017. Discharge reason / nurse referral: voluntary discharge reported. Medical records mentioned additional problems started after the essure removal: on (B)(6) 2019, the patient was found to have weight gain. On (B)(6) 2019, the patient experienced swollen ankle. On (B)(6) 2020, the patient experienced gonarthrosis to rule out. On (B)(6) 2021, the patient experienced discomfort caused by menopause such as dryness, decreased libido, itching and hot flushes. On (B)(6) 2021, the patient was found to have endocervix sample, trichomonas vaginalis detected and basal cell epithelioma: chronic lesion on left cheek that has rapidly increased in size over the last few months compatible with nodular basal cell lesion. On (B)(6) 2021, the patient experienced odynophagia: sore throat, white spot on palate. On (B)(6) 2014 left essure device insertion. Implantation of two essure devices in both tubes by hysteroscopy, but implantation of the right tube was not possible in the first intervention, so a second intervention was performed by hysteroscopy. On (B)(6) 2015 right essure device insertion. Metallic intrapelvic material that causes pain in the left hip, like electric shocks, numbness in the area, herpes zoster. On (B)(6) 2017 salpingectomy, on (B)(6) 2017 surgical removal of both fallopian tubes, on (B)(6) 2017 total surgical removal of uterus. In (B)(6) 2019 after sexual intercourse, she feels itching, pain when urinating and abdominal swelling. Pain in the perineal fibrous nucleus. Left internal obturator contracture. Pain during palpation in the ischial tuberosities, suspicion of pudendal entrapment. But thanks to physiotherapy sessions, the symptoms improved. On (B)(6) 2020 increased micturition frequency. On (B)(6) 2022 vaginal dryness, treated with moisturizer, with little improvement. Hot flashes since surgery, which interfere with her quality of life. On (B)(6) 2022 demyelinating involvement of the left femoral cutaneous nerve, compatible with a possible diagnosis of left meralgia paresthetica. 5 days of hospitalization: 2 days of admission for salpingectomy, 2 days for hysterectomy and 1 day for dehiscence of the suture of the vaginal vault. Systemic reactions to essure appear to be a response to a chronic inflammatory foreign body reaction, as described as part of systemic nickel allergy syndrome and adjuvant-induced autoimmune/inflammatory syndrome. The disorders and discomfort presented by the patient were directly related to the implanted essures, the intolerance reached a point where they were indicated to withdraw them. Unknown date: loss of part of the small intestine (jejunum or ileum) or part of the large intestine (colon) without functional repercussion (anatomical loss without functional repercussion). Unknown date: abdominal scars derived from the interventions for the extraction of the essure, 4 scars between 1 and 2cm in length, in the supraumbilical region, region left, right and central pelvic, with the supraumbilical of 2cm being the most visible, it is considered a slight aesthetic prejudice. On (B)(6) 2016 pregnancy interruption. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.609 kg/sqm. [Allergy test] on (B)(6) 2019: epicutaneous test battery of metals with reading at 48 and 96 hours and it is ruled out the sensitization to all tested contactants (among them nickel, silver) [basophil percentage] on (B)(6) 2017: 0.4 % [blood creatinine] on (B)(6) 2017: 0.9 [blood ethanol] on (B)(6) 2017: <10mg/dl [blood follicle stimulating hormone ( 1.7- 21.5 miu/ml)] on (B)(6) 2019: 30.7 miu/ml [blood glucose ( 70- 99 mg/dl)] on (B)(6) 2017: 112 mg/dl [blood pressure measurement] on (B)(6) 2015: 110/70 mmhg; on (B)(6) 2017: 139/84 mmhg; on (B)(6) 2017: 125/85 mmhg and 125/85 mmhg [blood triglycerides ( 50- 150 mg/dl)] on (B)(6) 2017: 49 mg/dl [body temperature] on (B)(6) 2017: 36 degrees celsius; on (B)(6) 2019: 36 degrees celsius [carbon dioxide ( 25- 29 mmol/l)] on (B)(6) 2017: 29.3 mmol/l [chest x-ray] on (B)(6) 2017: cardiothoracic index normal. No apparent infiltrates or condensations are seen at any level, no other findings [computerised tomogram head] on (B)(6) 2017: centered midline. No radiological signs of acute intracranial bleeding or intra- or extra-axial collections are identified. Cortico-subcortical pattern preserved with ventricles of normal arrangement, size, and morphology. No significant alterations in structures of the skull base. Conclusion: no signs of acute intracranial bleeding [cytology] on (B)(6) 2019: gynecological cytology with abnormalities in squamous epithelial cells atypia of uncertain significance in squamous cells [electrocardiogram] on (B)(6) 2017: sinus rhythm at 76 bpm, normal axis. Pr < 0.20, no acute repolarization alterations [eosinophil percentage] on (B)(6) 2017: 1.3 % [gynaecological examination] on (B)(6) 2018: normal external genitalia and vagina. Well epithelialized cervix. Uterus and adnexa normal. The examination is not painful; on (B)(6) 2019: good looking laparoscopic scars normal external genitalia and vagina. Free pelvis [heart rate] on (B)(6) 2015: 66 heart beats per minute; on (B)(6) 2017: 100 heart beats per minute; on (B)(6) 2017: 85 heart beats per minute and 85 heart beats per minute [investigation] on (B)(6) 2017: cocaine positive, benzodiazepine positive [lymphocyte percentage] on (B)(6) 2017: 28.7 % [mean cell haemoglobin concentration ( 32.5- 35.5 g/dl)] on (B)(6) 2017: 31.8 g/dl; on (B)(6) 2019: 31.8 g/dl [mean platelet volume ( 9.4- 12.6 fl)] on (B)(6) 2017: 9.0 fl; on (B)(6) 2019: 9.0 fl; on (B)(6) 2019: 9.0 fl [monocyte percentage] on (B)(6) 2017: 3.3 % [neutrophil count ( 1.5- 7.5 10*3)] on (B)(6) 2017: 11.13 10*3 [neutrophil percentage] on (B)(6) 2017: 65.2 % [oxygen saturation] on (B)(6) 2017: 95 %; on (B)(6) 2017: 100 % and 100 % [pathology test] on (B)(6) 2019: shows the hysterectomy specimen attached to the two tubal segments including a spiral metallic filament that is continued by the tubal lumen. Diagnostic biopsy/anatomopathological diagnosis: fallopian tubes with focal erosion, fibrosis, mild inflammation, and foreign body material. Chronic cervicitis with mature and immature squamous metaplasia. Endometrium with initial secretory transformation. Adenomyosis [physical examination] on (B)(6) 2017: good general condition, intense emotional lability, normohydrated, normally colored, normally perfused. No rash or petechiae. Eupneic at rest without retraction or work of breathing. Collaborator. Very nervous. Rhythmic carotid arteries without murmurs on auscultation, no palpable goiter or adenopathies, two cephalohematomas in the right parietal occipital region, painful but without crepitus on palpation, no cervical or lumbar pain, pain on palpation of the bilateral cervical paravertebral muscles and in both trapezius muscles, preserved joint balance. Auscultation: rhythmic without murmurs. Soft and depressible, globular abdomen, no masses or megaly are palpable, no ascites, minimal abdominal discomfort on deep palpation at the level of the mesogastrium and lower hemiabdomen without signs of peritonism, normal peristalsis. Lower extremities: no edema or signs of dvt, palpable and symmetric pedal pulses are seen. Neurological: conscious and oriented in the 3 spheres, glasgow 15 (o4 v5 m6), conserved external ocular motor. Superior functions preserved. No presence of nystagmus. Isochoric and normally reactive pupils. Strength, sensitivity preserved at all levels, no dysmetria, no dysdiadochokinesia, romberg negative, no neck rigidity or meningeal signs. Mental exam: aware and globally oriented. Emotional lability, normal contact. Preserved gesture. Well-organized, coherent, spontaneous, logical speech, without alterations in form or content. Sub depressive mood without psychomotor inhibition or melancholy, although she presents a sensation of less impulsivity. Ideas of death in moments of greatest anguish. No self aggressiveness, no suicidal ideas in a structured way, no psychotic symptoms. Maintains judgment of reality; on (B)(6) 2017: aware and oriented. Well hydrated and perfused. Good mucocutaneous coloration. Eupneic. Normal head and neck. Auscultation: rhythmic tones, no murmurs. Abdomen soft, depressible, not painful on palpation, no masses or megaly found. Extremities: no edema, no signs of dvt; on (B)(6) 2017: psychopathological examination: aware and oriented in the three spheres. Quiet. Approachable. Collaborator. Modifying attitude of the environment. Reactive mood. Linear, logical and coherent speech. She denies sensory perceptive alterations. No alterations of a psychotic type in the form, course or content of thought. No self or hetero-aggressiveness. No ideas of death or structured autolytic ideation at the present time. Criticize the overdose. Judgment capacity. Understand and reason. Throughout the interview she presents emotional distance when recounting the symptoms. Slightly dysphoric mood. She refers autolytic ideation with little emotional repercussion and hints of secondary functionality. She denies sensory-perceptive alterations. No alterations of a psychotic type in the form, course or content of thought [platelet count ( 1150- 450 10*3)] on (B)(6) 2017: 550 10*3; on (B)(6) 2017: 480 10*3; on (B)(6) 2017: 491 10*3; on (B)(6) 2019: 491 10*3 [platelet count ( 150- 450 10*3)] on (B)(6) 2017: 550 10*3; on (B)(6) 2017: 480 10*3; on (B)(6) 2017: 491 10*3; on (B)(6) 2019: 491 10*3 [po2 ( 25- 40 mmhg)] on (B)(6) 2017: 17.8 mmhg [serology test] on (B)(6) 2017: herpes simplex virus 1 igg positive [spinal x-ray] on (B)(6) 2017: cervical spine x-ray: no acute bone injury, rectification of cervical lordosis [ultrasound scan] on (B)(6) 2016: they were observed in cavity bottom and are slightly lowered with no other finding [ultrasound scan vagina] on (B)(6) 2018: anteverted uterus with regular surface, hysterometry 77 mm ,normal midline, thickness 10 mm. Right adnexa: normal 24 mm. Left adnexa: normal 20 mm. In douglas: minimum amount of free fluid. Ultrasound judgment: essures normally inserted; on (B)(6) 2019: surgical absence of uterus. No abscesses or dome hematomas. Normal ovaries with functional formations [urine analysis] on (B)(6) 2017: density: 1015 [1016-1025] desquamative cells, frequent 6-10 leukocytes / field. The term leukocytes in the strip corresponds to leukocyte esterase. Presence of bacteria; on (B)(6) 2019: desquamative cells, frequent 6-10 leukocytes / field. The term leukocytes in the strip corresponds to leukocyte esterase. Presence of bacteria [white blood cell count ( 4- 11 10*3)] on (B)(6) 2017: 11.45 10*3; on (B)(6) 2017: 11.5 10*3; on (B)(6) 2017: 16.34 10*3 [white blood cells urine] on (B)(6) 2017: 500 /ul [0-10] [x-ray] on (B)(6) 2019: chest x-ray compared with previous study showing resolution of the infiltrate and no pleural effusion. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 13-oct-2022: medical record received: events device breakage, abdominal discomfort, nickel allergy, two menstrual periods per month, angry and unhappy added. Patient's demographics updated. Ultrasound test added. Product start date updated. Reporter causality comment added. Abdominal discomfort, mental disturbance, dysmenorrhea and vaginal cuff dehiscence added in medical history. Onset date for event pelvic pain and dyspareunia added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("remains of essure device"), suicide attempt ("she ingested 500 ml of bleach as a suicide attempt / she has started to self-harm , cut his wrists, she has tried to inject air into her veins") and craniocerebral injury ("right occipital-parietal tbi with loss of consciousness but without pathologyfindings in imaging test") in a 49 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: intentional overdose ("voluntary drug overdose / she has taken two blisters of lexatine" in (B)(6) 2017) and multiple drug overdose intentional ("took lorazepam x 10 tablets, rivotril 2 mg x 10 tablets and topiramate x 10, all at the same and 2 grams of snorted cocaine" on (B)(6) 2017). The patient had a medical history of vaginal cuff dehiscence (reduced quality of life due to adverse events) on (B)(6) 2018, vaginal yeast in 2015, drug detoxification (detoxification center for 3 months) in 2014, breast nodule (surgery of nodules in the chest) in 2008, visual acuity decreased and deterioration of visual acuity in 2006, pituitary microadenoma and prolactin increased from 2003 to 2005, postpartum depression (depression postpartum after her second delivery, she received pregabalin treatment) in 2000, menarche (at age 12) in 1984 and septoplasty (in 2014 (estimated date), re-operation of rhinoplasty functional in 2016), tranquilliser abuse, endometrial curettage, recurrent abortion, clostridium difficile infection (secondary to antibiotic treatment), irritable colon, enterocolitis, parity 2 (2 natural deliveries), multigravida and smoker (10 cigarettes a day). Menstrual cycle: 4 days every 28 days no allergies. Previously administered products included: pregabalin for postpartum depression and antibiotics. The patient had a family history of anorexia nervosa (sister) and disability nos (sister, since birth). Concurrent conditions were listed as bacterial infection nos (polymicrobial bacterial superinfection), nasal septum perforation and nasal necrosis (ischemic necrosis of the nasal mucosa) since 2014, cocaine abuse (admission to a detoxification centre for 3 months in 2014 for cocaine and benzodiazepine abuse, cocaine currently occasional) since 2005, suicide attempt (two admissions) and mixed anxiety & depressive since 2002 as well as vaginal candidiasis. Concomitant products included citalopram since (B)(6) 2017 with a previous dosage regimen since (B)(6) 2017, lorazepam for anxiety, lexatin [escitalopram oxalate] for anxiety, alprazolam, bromazepam, antabus (disulfiram), zolpidem, rivotril (clonazepam), topiramate and abilify (aripiprazole). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 534 days after essure insertion, she experienced presyncope ("she goes to the emergency department referred from a hysteroscopy consultation due to vagal symptoms"). On (B)(6) 2015 she experienced upper respiratory tract infection ("upper respiratory tract cold"). On (B)(6) 2015 she experienced influenza ("flu"). On (B)(6) 2016 she experienced thermal burn ("skin burn"). On (B)(6) 2016 she experienced pelvic pain (seriousness criterion intervention required), dyspareunia ("dyspareunia") and urinary tract infection ("urinary tract infection"). On (B)(6) 2016 she experienced menstruation delayed ("delayed menstruation"). On (B)(6) 2016 she experienced abdominal discomfort ("abdominal discomfort"). On (B)(6) 2017 she experienced dysmenorrhoea ("dysmenorrhea,"). On (B)(6) 2017 she attempted suicide (seriousness criterion hospitalisation). On (B)(6) 2017 she experienced sleep disorder ("sleep pattern disorder"). On (B)(6) 2017 she experienced craniocerebral injury (seriousness criterion hospitalisation), dizziness ("well as a sensation of dizziness"), loss of consciousness ("right occipital-parietal tbi with loss of consciousness but without pathology findings in imaging test"), post-traumatic headache ("holocranial headache and pain at the level of the trauma") and vomiting ("vomit"). On (B)(6) 2017 she experienced suicidal behaviour ("parasuicidal gesture in patient with personality disorder"). On (B)(6) 2017 she was found to have fibroma ("pendulous fibroma"). On (B)(6) 2018 she experienced allergy to metals ("nickel allergy confirmed/ remains of essure device"). On (B)(6) 2018 she experienced subcutaneous abscess ("skin abscess"). On (B)(6) 2018 she experienced asthenia ("asthenia"). In (B)(6) 2018 she experienced intermenstrual bleeding ("spotting"). On (B)(6) 2019 she experienced pneumonia ("pneumonia"). On (B)(6) 2019 she experienced nausea ("nausea") and procedural pain ("acute pain on day of essure removal surgery"). On (B)(6) 2019 she experienced vulvovaginal pain ("pain in her vagina"). On (B)(6) 2019 she was found to have weight increased ("weight gain"). On (B)(6) 2019 she experienced joint swelling ("swollen ankle"). An unknown time later she experienced device breakage (seriousness criterion intervention required), abdominal pain ("cramps"), menstruation irregular ("menstrual cycle type: irregular"), amenorrhoea ("amenorrhoea for 5 months"), headache ("headaches"), visual impairment ("visual disturbance/ vision disorders"), bone pain ("bone pain"), dysuria ("dysuria"), pruritus ("pruritus skin"), malaise ("malaise"), dermatitis allergic ("skin allergy"), fatigue ("tiredness"), depression ("depression"), polymenorrhoea ("two menstrual periods per month"), anger ("angry") and depressed mood ("unhappy") and was found to have hormone level abnormal ("hormonal imbalances"). The patient was hospitalised from (B)(6) 2017, from (B)(6) 2017 and from(B)(6) 2017. The patient was treated with enantyum (dexketoprofen trometamol), pantoprazole, metoclopramide, analgesics, ibuprofen, lorazepam, amoxicillin & clavulanate k (amoxicillin trihydrate;clavulanate potassium), spidifen (ibuprofen arginine), paracetamol and olanzapine as well as surgery (laparoscopic bilateral salpingectomy and hysterectomy and removal surgery done on 30-apr-2019) and non-drug therapy (nasogastric tube and lavage without objectifying drug remains). On (B)(6) 2019, the nausea and procedural pain had resolved. At the time of the report, the presyncope had resolved. The outcomes for pelvic pain, device breakage, suicide attempt, craniocerebral injury, abdominal pain, dyspareunia, menstruation irregular, menstruation delayed, intermenstrual bleeding, amenorrhoea, headache, vulvovaginal pain, visual impairment, bone pain, asthenia, weight increased, influenza, urinary tract infection, dizziness, subcutaneous abscess, hormone level abnormal, dysuria, upper respiratory tract infection, thermal burn, joint swelling, fibroma, pneumonia, sleep disorder, pruritus, malaise, dermatitis allergic, fatigue, loss of consciousness, post-traumatic headache, vomiting, suicidal behaviour, allergy to metals, polymenorrhoea, abdominal discomfort, dysmenorrhoea, anger and depressed mood were unknown. The reporter considered abdominal discomfort, abdominal pain, allergy to metals, amenorrhoea, anger, asthenia, bone pain, craniocerebral injury, depressed mood, depression, dermatitis allergic, device breakage, dizziness, dysmenorrhoea, dyspareunia, dysuria, fatigue, fibroma, headache, hormone level abnormal, influenza, intermenstrual bleeding, joint swelling, loss of consciousness, malaise, menstruation delayed, menstruation irregular, nausea, pelvic pain, pneumonia, polymenorrhoea, post-traumatic headache, presyncope, procedural pain, pruritus, sleep disorder, subcutaneous abscess, suicidal behaviour, suicide attempt, thermal burn, upper respiratory tract infection, urinary tract infection, visual impairment, vomiting, vulvovaginal pain and weight increased to be related to essure administration. The reporter commented: both essures are placed without incident diagnostic hysteroscopy: hysteroscopic diagnosis placement of essure devices. Essure placement 5 coils on the right tube and 4 coils on the left tube. Pathological study request: no. Treatment: give an appointment in 3 months with hysterosalpingography. Discharge from nursing date / nurse referral date: (B)(6) 2017. Discharge reason / nurse referral: voluntary discharge reported. Medical records mentioned additional problems started after the essure removal: on (B)(6) 2019, the patient was found to have weight gain. On (B)(6) 2019, the patient experienced swollen ankle. On (B)(6) 2020, the patient experienced gonarthrosis to rule out. On (B)(6) 2021, the patient experienced discomfort caused by menopause such as dryness, decreased libido, itching and hot flushes. On (B)(6) 2021, the patient was found to have endocervix sample, trichomonas vaginalis detected and basal cell epithelioma: chronic lesion on left cheek that has rapidly increased in size over the last few months compatible with nodular basal cell lesion. On (B)(6) 2021, the patient experienced odynophagia: sore throat, white spot on palate. (B)(6) 2014 left essure device insertion. Implantation of two essure devices in both tubes by hysteroscopy, but implantation of the right tube was not possible in the first intervention, so a second intervention was performed by hysteroscopy. (B)(6) 2015 right essure device insertion metallic intrapelvic material that causes pain in the left hip, like electric shocks, numbness in the area, herpes zoster. (B)(6) 2017 salpingectomy. (B)(6) 2017 surgical removal of both fallopian tubes. (B)(6) 2017 total surgical removal of uterus (B)(6) 2019 after sexual intercourse, she feels itching, pain when urinating and abdominal swelling. Pain in the perineal fibrous nucleus. Left internal obturator contracture. Pain during palpation in the ischial tuberosities, suspicion of pudendal entrapment. But thanks to physiotherapy sessions, the symptoms improved. (B)(6) 2020 increased micturition frequency (B)(6) 2022 vaginal dryness, treated with moisturizer, with little improvement. Hot flashes since surgery, which interfere with her quality of life (B)(6) 2022 demyelinating involvement of the left femoral cutaneous nerve, compatible with a possible diagnosis of left meralgia paresthetica 5 days of hospitalization: 2 days of admission for salpingectomy, 2 days for hysterectomy and 1 day for dehiscence of the suture of the vaginal vault. Systemic reactions to essure appear to be a response to a chronic inflammatory foreign body reaction, as described as part of systemic nickel allergy syndrome and adjuvant-induced autoimmune/inflammatory syndrome. The disorders and discomfort presented by the patient were directly related to the implanted essures, the intolerance reached a point where they were indicated to withdraw them. Unknown date: loss of part of the small intestine (jejunum or ileum) or part of the large intestine (colon) without functional repercussion (anatomical loss without functional repercussion) unknown date: abdominal scars derived from the interventions for the extraction of the essure, 4 scars between 1 and 2cm in length, in the supraumbilical region, region left, right and central pelvic, with the supraumbilical of 2cm being the most visible, it is considered a slight aesthetic prejudice (B)(6) 2016 pregnancy interruption. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.609 kg/sqm. [Allergy test] on (B)(6) 2019: epicutaneous test battery of metals with reading at 48 and 96 hours and it is ruled out the sensitization to all tested contactants (among them nickel, silver). [Basophil percentage] on (B)(6) 2017: 0.4 %. [Blood creatinine] on (B)(6) 2017: 0.9. [Blood ethanol] on (B)(6) 2017: <10mg/dl. [Blood follicle stimulating hormone ( 1.7- 21.5 miu/ml)] on (B)(6) 2019: 30.7 miu/ml. [Blood glucose ( 70- 99 mg/dl)] on (B)(6) 2017: 112 mg/dl. [Blood pressure measurement] on (B)(6) 2015: 110/70 mmhg; on (B)(6) 2017: 139/84 mmhg; on (B)(6) -2017: 125/85 mmhg and 125/85 mmhg. [Blood triglycerides ( 50- 150 mg/dl)] on (B)(6) 2017: 49 mg/dl. [Body temperature] on (B)(6) 2017: 36 degrees celsius; on (B)(6) 2019: 36 degrees celsius. [Carbon dioxide ( 25- 29 mmol/l)] on (B)(6) 2017: 29.3 mmol/l. [Chest x-ray] on (B)(6) 2017: cardiothoracic index normal. No apparent infiltrates or condensations are seen at any level, no other findings. [Computerised tomogram head] on (B)(6) 2017: centered midline. No radiological signs of acute intracranial bleeding or intra- or extra-axial collections are identified. Cortico-subcortical pattern preserved with ventricles of normal arrangement, size, and morphology. No significant alterations in structures of the skull base. Conclusion: no signs of acute intracranial bleeding. [Cytology] on (B)(6) 2019: gynecological cytology with abnormalities in squamous epithelial cells atypia of uncertain significance in squamous cells [electrocardiogram] on (B)(6) 2017: sinus rhythm at 76 bpm, normal axis. Pr < 0.20, no acute repolarization alterations. [Eosinophil percentage] on (B)(6) 2017: 1.3 %. [Gynaecological examination] on 29-aug-2018: normal external genitalia and vagina. Well epithelialized cervix. Uterus and adnexa normal. The examination is not painful; on (B)(6) 2019: good looking laparoscopic scars normal external genitalia and vagina. Free pelvis [heart rate] on (B)(6) 2015: 66 heart beats per minute; on (B)(6) 2017: 100 heart beats per minute; on (B)(6) 2017: 85 heart beats per minute and 85 heart beats per minute [investigation] on (B)(6) 2017: cocaine positive, benzodiazepine positive [lymphocyte percentage] on (B)(6) 2017: 28.7 %. [Mean cell haemoglobin concentration ( 32.5- 35.5 g/dl)] on (B)(6) 2017: 31.8 g/dl; on (B)(6) 2019: 31.8 g/dl. [Mean platelet volume ( 9.4- 12.6 fl)] on 18-may-2017: 9.0 fl; on (B)(6) 2019: 9.0 fl; on (B)(6) 2019: 9.0 fl.. [Monocyte percentage] on (B)(6) -2017: 3.3 %. [Neutrophil count ( 1.5- 7.5 10*3)] on (B)(6) 2017: 11.13 10*3. [Neutrophil percentage] on (B)(6) 2017: 65.2 %. [Oxygen saturation] on (B)(6) 2017: 95 %; on (B)(6) 2017: 100 % and 100 % [pathology test] on (B)(6) 2019: shows the hysterectomy specimen attached to the two tubal segments including a spiral metallic filament that is continued by the tubal lumen. Diagnostic biopsy/anatomopathological diagnosis: fallopian tubes with focal erosion, fibrosis, mild inflammation, and foreign body material. Chronic cervicitis with mature and immature squamous metaplasia. Endometrium with initial secretory transformation. Adenomyosis. [Physical examination] on (B)(6) 2017: good general condition, intense emotional lability, normohydrated, normally colored, normally perfused. No rash or petechiae. Eupneic at rest without retraction or work of breathing. Collaborator. Very nervous. Rhythmic carotid arteries without murmurs on auscultation, no palpable goiter or adenopathies, two cephalohematomas in the right parietal occipital region, painful but without crepitus on palpation, no cervical or lumbar pain, pain on palpation of the bilateral cervical paravertebral muscles and in both trapezius muscles, preserved joint balance. Auscultation: rhythmic without murmurs. Soft and depressible, globular abdomen, no masses or megaly are palpable, no ascites, minimal abdominal discomfort on deep palpation at the level of the mesogastrium and lower hemiabdomen without signs of peritonism, normal peristalsis. Lower extremities: no edema or signs of dvt, palpable and symmetric pedal pulses are seen. Neurological: conscious and oriented in the 3 spheres, glasgow 15 (o4 v5 m6), conserved external ocular motor. Superior functions preserved. No presence of nystagmus. Isochoric and normally reactive pupils. Strength, sensitivity preserved at all levels, no dysmetria, no dysdiadochokinesia, romberg negative, no neck rigidity or meningeal signs. Mental exam: aware and globally oriented. Emotional lability, normal contact. Preserved gesture. Well-organized, coherent, spontaneous, logical speech, without alterations in form or content. Sub depressive mood without psychomotor inhibition or melancholy, although she presents a sensation of less impulsivity. Ideas of death in moments of greatest anguish. No self aggressiveness, no suicidal ideas in a structured way, no psychotic symptoms. Maintains judgment of reality; on (B)(6) 2017: aware and oriented. Well hydrated and perfused. Good mucocutaneous coloration. Eupneic. Normal head and neck. Auscultation: rhythmic tones, no murmurs. Abdomen soft, depressible, not painful on palpation, no masses or megaly found. Extremities: no edema, no signs of dvt; on (B)(6) 2017: psychopathological examination: aware and oriented in the three spheres. Quiet. Approachable. Collaborator. Modifying attitude of the environment. Reactive mood. Linear, logical and coherent speech. She denies sensoryperceptive alterations. No alterations of a psychotic type in the form, course or content of thought. No self or hetero-aggressiveness. No ideas of death or structured autolytic ideation at the present time. Criticize the overdose. Judgment capacity. Understand and reason. Throughout the interview she presents emotional distance when recounting the symptoms. Slightly dysphoric mood. She refers autolytic ideation with little emotional repercussion and hints of secondary functionality. She denies sensory-perceptive alterations. No alterations of a psychotic type in the form, course or content of thought [platelet count ( 1150- 450 10*3)] on (B)(6) 2017: 480 10*3; on (B)(6) 2017: 491 10*3; on (B)(6) 2019: 491 10*3. [Platelet count ( 150- 450 10*3)] on (B)(6) -2017: 550 10*3. [Po2 ( 25- 40 mmhg)] on (B)(6) 2017: 17.8 mmhg. [Serology test] on (B)(6) 2017: herpes simplex virus 1 igg positive. [Spinal x-ray] on (B)(6) 2017: cervical spine x-ray: no acute bone injury, rectification of cervical lordosis. [Ultrasound scan] on (B)(6) 2016: they were observed in cavity bottom and are slightly lowered with no. Other finding. [Ultrasound scan vagina] on (B)(6) 2018: anteverted uterus with regular surface, hysterometry 77 mm ,normal midline, thickness 10 mm. Right adnexa: normal 24 mm. Left adnexa: normal 20 mm. In douglas: minimum amount of free fluid. Ultrasound judgment: essures normally inserted; on (B)(6) 2019: surgical absence of uterus. No abscesses or dome hematomas. Normal ovaries with functional formations. [Urine analysis] on (B)(6) 2017: density: 1015 [1016-1025]. Desquamative cells, frequent 6-10 leukocytes / field. The term leukocytes in the strip corresponds to leukocyte esterase. Presence of bacteria; on (B)(6) 2019: desquamative cells, frequent 6-10 leukocytes / field. The term leukocytes in the strip corresponds to leukocyte esterase. Presence of bacteria [white blood cell count ( 4- 11 10*3)] on (B)(6) 2017: 11.45 10*3; on (B)(6) 2017: 11.5 10*3; on (B)(6) 2017: 16.34 10*3. [White blood cells urine] on (B)(6) 2017: 500 /ul [0-10]. [X-ray] on (B)(6) 2019: chest x-ray compared with previous study showing resolution of the infiltrate and no pleural effusion. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), suicide attempt ('she ingested 500 ml of bleach as a suicide attempt / she has started to self-harm , cut his wrists, she has tried to inject air into her veins') and craniocerebral injury ('right occipital-parietal tbi with loss of consciousness but without pathologyfindings in imaging test') in a 43-year-old female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: intentional overdose "voluntary drug overdose / she has taken two blisters of lexatine" (seriousness criteria hospitalization and medically significant) in (B)(6) 2017 and intentional overdose "took lorazepam x 10 tablets, rivotril 2 mg x 10 tablets and topiramate x 10, all at the same and 2 grams of snorted cocaine" (seriousness criteria hospitalization and medically significant) on (B)(6) 2017. The patient's medical history included vaginal yeast on (B)(6) 2015, drug detoxification (detoxification center for 3 months) in 2014, breast nodule (surgery of nodules in the chest) in 2008, deterioration of visual acuity in 2006, visual acuity decreased in 2006, prolactin increased from 2003 to 2005, pituitary microadenoma from 2003 to 2005, postpartum depression (depression postpartum after her second delivery, she received pregabalin treatment) in 2000, menarche (at age 12) in 1984, smoker (10 cigarettes a day), multigravida, parity 2 (2 natural deliveries), enterocolitis, irritable colon, clostridium difficile infection (secondary to antibiotic treatment), recurrent abortion, endometrial curettage, tranquilliser abuse and septoplasty (in 2014 (estimated date), re-operation of rhinoplasty functional in 2016). Menstrual cycle: 4 days every 28 days no allergies. Previously administered products included for postpartum depression: pregabalin; for an unreported indication: antibiotics in 2014. Concurrent conditions included nasal necrosis (ischemic necrosis of the nasal mucosa) since (B)(6) 2014, nasal septum perforation since (B)(6) 2014, bacterial infection nos (polymicrobial bacterial superinfection) since (B)(6) 2014, cocaine abuse (admission to a detoxification centre for 3 months in 2014 for cocaine and benzodiazepine abuse, cocaine currently occasional) since 2005, mixed anxiety & depressive since 2002, suicide attempt (two admissions) since 2002 and vaginal candidiasis. Family history included anorexia nervosa (sister) and disability nos (sister, since birth). Concomitant products included escitalopram oxalate (lexatin) and lorazepam for anxiety as well as alprazolam, aripiprazole (abilify), bromazepam, citalopram, clonazepam (rivotril), disulfiram (antabus), topiramate and zolpidem. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced presyncope ("she goes to the emergency department referred from a hysteroscopy consultation due to vagal symptoms"). On (B)(6) 2015, the patient experienced upper respiratory tract infection ("upper respiratory tract cold"). On (B)(6) 2015, the patient experienced influenza ("flu"). On (B)(6) 2016, the patient experienced thermal burn ("skin burn"). On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient experienced menstruation delayed ("delayed menstruation"). On (B)(6) 2017, the patient experienced suicide attempt (seriousness criterion hospitalization). On (B)(6) 2017, the patient experienced sleep disorder ("sleep pattern disorder"). On (B)(6) 2017, the patient experienced craniocerebral injury (seriousness criterion hospitalization), dizziness ("well as a sensation of dizziness"), loss of consciousness ("right occipital-parietal tbi with loss of consciousness but without pathology findings in imaging test"), post-traumatic headache ("holocranial headache and pain at the level of the trauma") and vomiting ("vomit"). On (B)(6) 2017, the patient experienced suicidal behaviour ("parasuicidal gesture in patient with personality disorder"). On (B)(6) 2017, the patient was found to have fibroma ("pendulous fibroma"). On (B)(6) 2018, the patient experienced subcutaneous abscess ("skin abscess"). On (B)(6) 2018, the patient experienced asthenia ("asthenia"). In (B)(6) 2018, the patient experienced intermenstrual bleeding ("spotting"). On (B)(6) 2019, the patient experienced pneumonia ("pneumonia"). On (B)(6) 2019, the patient experienced nausea ("nausea") and procedural pain ("acute pain on day of essure removal surgery"). On (B)(6) 2019, the patient experienced vulvovaginal pain ("pain in her vagina"). On (B)(6) 2019, the patient was found to have weight increased ("weight gain"). On (B)(6) 2019, the patient experienced joint swelling ("swollen ankle"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("cramps"), dyspareunia ("dyspareunia"), menstruation irregular ("menstrual cycle type: irregular"), amenorrhoea ("amenorrhoea for 5 months"), headache ("headaches"), visual impairment ("visual disturbance"), bone pain ("bone pain"), dysuria ("dysuria"), pruritus ("pruritus skin"), malaise ("malaise"), dermatitis allergic ("skin allergy") and fatigue ("tiredness") and was found to have hormone level abnormal ("hormonal imbalances"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017 , from (B)(6) 2017 to (B)(6) 2017 and then from (B)(6) 2017 to (B)(6) 2017. The patient was treated with amoxicillin trihydrate;clavulanate potassium (amoxicillin & clavulanate k), analgesics, dexketoprofen trometamol (enantyum), ibuprofen, ibuprofen arginine (spidifen), lorazepam, metoclopramide, olanzapine, pantoprazole, paracetamol, surgery (essure removal via total hysterectomy + double adnexectomy for laparoscopy on (B)(6) 2019) and nasogastric tube and lavage without objectifying drug remains. Essure was removed on (B)(6) 2019. On (B)(6) 2019, the nausea and procedural pain had resolved. At the time of the report, the pelvic pain, suicide attempt, craniocerebral injury, abdominal pain, dyspareunia, menstruation irregular, menstruation delayed, intermenstrual bleeding, amenorrhoea, headache, vulvovaginal pain, visual impairment, bone pain, asthenia, weight increased, influenza, urinary tract infection, dizziness, subcutaneous abscess, hormone level abnormal, dysuria, upper respiratory tract infection, thermal burn, joint swelling, fibroma, pneumonia, sleep disorder, pruritus, malaise, dermatitis allergic, fatigue, loss of consciousness, post-traumatic headache, vomiting and suicidal behaviour outcome was unknown and the presyncope had resolved. The reporter considered abdominal pain, amenorrhoea, asthenia, bone pain, craniocerebral injury, dermatitis allergic, dizziness, dyspareunia, dysuria, fatigue, fibroma, headache, hormone level abnormal, influenza, intermenstrual bleeding, joint swelling, loss of consciousness, malaise, menstruation delayed, menstruation irregular, nausea, pelvic pain, pneumonia, post-traumatic headache, presyncope, procedural pain, pruritus, sleep disorder, subcutaneous abscess, suicidal behaviour, suicide attempt, thermal burn, upper respiratory tract infection, urinary tract infection, visual impairment, vomiting, vulvovaginal pain and weight increased to be related to essure. The reporter commented: both essures are placed without incident diagnostic hysteroscopy: hysteroscopic diagnosis placement of essure devices. Essure placement 5 coils on the right tube and 4 coils on the left tube. Pathological study request: no. Treatment: give an appointment in 3 months with hysterosalpingography. Discharge from nursing date / nurse referral date: (B)(6) 2017. Discharge reason / nurse referral: voluntary discharge reported. Medical records mentioned additional problems started after the essure removal: on (B)(6) 2019, the patient was found to have weight gain. On (B)(6) 2019, the patient experienced swollen ankle. On (B)(6) 2020, the patient experienced gonarthrosis to rule out. On (B)(6) 2021, the patient experienced discomfort caused by menopause such as dryness, decreased libido, itching and hot flushes. On (B)(6) 2021, the patient was found to have endocervix sample, trichomonas vaginalis detected and basal cell epithelioma: chronic lesion on left cheek that has rapidly increased in size over the last few months compatible with nodular basal cell lesion. On (B)(6) 2021, the patient experienced odynophagia: sore throat, white spot on palate. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: epicutaneous test battery of metals with reading at 48 and 96 hours and it is ruled out the sensitization to all tested contactants (among them nickel, silver). Basophil percentage (%) - on (B)(6) 2017: 0.4 %. Blood creatinine - on (B)(6) 2017: 0.9. Blood ethanol - on (B)(6) 2017: <10mg/dl. Blood follicle stimulating hormone (1.7 - 21.5 miu/ml) - on (B)(6) 2019: 30.7 miu/ml. Blood glucose (70 - 99 mg/dl) - on (B)(6) 2017: 112 mg/dl. Blood pressure measurement - on (B)(6) 2015: 110/70 mmhg; on (B)(6) 2017: 139/84 mmhg; on (B)(6) 2017: 125/85 mmhg; on (B)(6) 2017: 125/85 mmhg. Blood triglycerides (50 - 150 mg/dl) - on (B)(6) 2017: 49 mg/dl. Body temperature (degrees celsius) - on (B)(6) 2017: 36 degrees celsius; on (B)(6) 2019: 36 degrees celsius. Carbon dioxide (25 - 29 mmol/l) - on (B)(6) 2017: 29.3 mmol/l. Chest x-ray - on (B)(6) 2017: cardiothoracic index normal. No apparent infiltrates or condensations are seen at any level, no other findings. Computerised tomogram head - on (B)(6) 2017: centered midline. No radiological signs of acute intracranial bleeding or intra- or extra-axial collections are identified. Cortico-subcortical pattern preserved with ventricles of normal arrangement, size, and morphology. No significant alterations in structures of the skull base. Conclusion: no signs of acute intracranial bleeding. Cytology - on (B)(6) 2019: gynecological cytology with abnormalities in squamous epithelial cells atypia of uncertain significance in squamous cells. Electrocardiogram - on (B)(6) 2017: sinus rhythm at 76 bpm, normal axis. Pr < 0.20, no acute repolarization alterations. Eosinophil percentage (%) - on (B)(6) 2017: 1.3 %. Gynaecological examination - on (B)(6) 2018: normal external genitalia and vagina. Well epithelialized cervix. Uterus and adnexa normal. The examination is not painful; on (B)(6) 2019: good looking laparoscopic scars normal external genitalia and vagina. Free pelvis. Heart rate (heart beats per minute) - on (B)(6) 2015: 66 heart beats per minute; on (B)(6) 2017: 100 heart beats per minute; on (B)(6) 2017: 85 heart beats per minute; on (B)(6) 2017: 85 heart beats per minute. Investigation - on (B)(6) 2017: cocaine positive, benzodiazepine positive. Lymphocyte percentage (%) - on (B)(6) 2017: 28.7 %. Mean cell haemoglobin concentration (32.5 - 35.5 g/dl) - on (B)(6) 2017: 31.8 g/dl; on (B)(6) 2019: 31.8 g/dl. Mean platelet volume (9.4 - 12.6 fl) - on (B)(6) 2017: 9.0 fl; on (B)(6) 2019: 9.0 fl; on (B)(6) 2019: 9.0 fl. Monocyte percentage (%) - on (B)(6) 2017: 3.3 %. Neutrophil count (1.5 - 7.5 10*3) - on (B)(6) 2017: 11.13 10*3. Neutrophil percentage (%) - on (B)(6) 2017: 65.2 %. Oxygen saturation (%) - on (B)(6) 2017: 95 %; on (B)(6) 2017: 100 %; on (B)(6) 2017: 100 %. Po2 (25 - 40 mmhg) - on (B)(6) 2017: 17.8 mmhg. Pathology test - on (B)(6) 2019: shows the hysterectomy specimen attached to the two tubal segments including a spiral metallic filament that is continued by the tubal lumen. Diagnostic biopsy/anatomopathological diagnosis: fallopian tubes with focal erosion, fibrosis, mild inflammation, and foreign body material. Chronic cervicitis with mature and immature squamous metaplasia. Endometrium with initial secretory transformation. Adenomyosis. Physical examination - on (B)(6) 2017: good general condition, intense emotional lability, normohydrated, normally colored, normally perfused. No rash or petechiae. Eupneic at rest without retraction or work of breathing. Collaborator. Very nervous. Rhythmic carotid arteries without murmurs on auscultation, no palpable goiter or adenopathies, two cephalohematomas in the right parietal occipital region, painful but without crepitus on palpation, no cervical or lumbar pain, pain on palpation of the bilateral cervical paravertebral muscles and in both trapezius muscles, preserved joint balance. Auscultation: rhythmic without murmurs. Soft and depressible, globular abdomen, no masses or megaly are palpable, no ascites, minimal abdominal discomfort on deep palpation at the level of the mesogastrium and lower hemiabdomen without signs of peritonism, normal peristalsis. Lower extremities: no edema or signs of dvt, palpable and symmetric pedal pulses are seen. Neurological: conscious and oriented in the 3 spheres, glasgow 15 (o4 v5 m6), conserved external ocular motor. Superior functions preserved. No presence of nystagmus. Isochoric and normally reactive pupils. Strength, sensitivity preserved at all levels, no dysmetria, no dysdiadochokinesia, romberg negative, no neck rigidity or meningeal signs. Mental exam: aware and globally oriented. Emotional lability, normal contact. Preserved gesture. Well-organized, coherent, spontaneous, logical speech, without alterations in form or content. Sub depressive mood without psychomotor inhibition or melancholy, although she presents a sensation of less impulsivity. Ideas of death in moments of greatest anguish. No self aggressiveness, no suicidal ideas in a structured way, no psychotic symptoms. Maintains judgment of reality; on (B)(6) 2017: aware and oriented. Well hydrated and perfused. Good mucocutaneous coloration. Eupneic. Normal head and neck. Auscultation: rhythmic tones, no murmurs. Abdomen soft, depressible, not painful on palpation, no masses or megaly found. Extremities: no edema, no signs of dvt; on (B)(6) 2017: psychopathological examination: aware and oriented in the three spheres. Quiet. Approachable. Collaborator. Modifying attitude of the environment. Reactive mood. Linear, logical and coherent speech. She denies sensoryperceptive alterations. No alterations of a psychotic type in the form, course or content of thought. No self or hetero-aggressiveness. No ideas of death or structured autolytic ideation at the present time. Criticize the overdose. Judgment capacity. Understand and reason. Throughout the interview she presents emotional distance when recounting the symptoms. Slightly dysphoric mood. She refers autolytic ideation with little emotional repercussion and hints of secondary functionality. She denies sensory-perceptive alterations. No alterations of a psychotic type in the form, course or content of thought. Platelet count (1150 - 450 10*3) - on (B)(6) 2017: 480 10*3; on (B)(6) 2017: 491 10*3; on (B)(6) 2019: 491 10*3; on (B)(6) 2017: 550 10*3. Serology test - on (B)(6) 2017: herpes simplex virus 1 igg positive. Spinal x-ray - on (B)(6) 2017: cervical spine x-ray: no acute bone injury, rectification of cervical lordosis. Ultrasound scan vagina - on (B)(6) 2018: anteverted uterus with regular surface, hysterometry 77 mm ,normal midline, thickness 10 mm. Right adnexa: normal 24 mm. Left adnexa: normal 20 mm. In douglas: minimum amount of free fluid. Ultrasound judgment: essures normally inserted; on (B)(6) 2019: surgical absence of uterus. No abscesses or dome hematomas. Normal ovaries with functional formations. Urine analysis - on (B)(6) 2017: density: 1015 [1016-1025] desquamative cells, frequent 6-10 leukocytes / field. The term leukocytes in the strip corresponds to leukocyte esterase. Presence of bacteria; on (B)(6) 2019: desquamative cells, frequent 6-10 leukocytes / field. The term leukocytes in the strip corresponds to leukocyte esterase. Presence of bacteria. White blood cell count (4 - 11 10*3) - on (B)(6) 2017: 11.45 10*3; on (B)(6) 2017: 11.5 10*3; on (B)(6) 2017: 16.34 10*3. White blood cells urine - on (B)(6) 2017: 500 /ul [0-10]. X-ray - on (B)(6) 2019: chest x-ray compared with previous study showing resolution of the infiltrate and no pleural effusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-mar-2022: the following information was included: medical history, drug history, family history, product indication, other treatment products, concomitant treatment products , events: allergic skin reaction, pruritus, menstruation delayed, tiredness, vasovagal reaction, sleep disorder, loss of consciousness, traumatic brain injury, dizziness, vomiting, headache post-traumatic, multiple drug overdose intentional, suicide gesture , vaginal discomfort. Onset date added to suicide attempt. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), suicide attempt ('she ingested 500 ml of bleach as a suicide attempt / she has started to self-harm , cut his wrists, she has tried to inject air into her veins') and craniocerebral injury ('right occipital-parietal tbi with loss of consciousness but without pathologyfindings in imaging test') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: intentional overdose "voluntary drug overdose / she has taken two blisters of lexatine" (seriousness criteria hospitalization and medically significant) in (B)(6) 2017 and intentional overdose "took lorazepam x 10 tablets, rivotril 2 mg x 10 tablets and topiramate x 10, all at the same and 2 grams of snorted cocaine" (seriousness criteria hospitalization and medically significant) on (B)(6) 2017. The patient's medical history included vaginal yeast on (B)(6) 2015, drug detoxification (detoxification center for 3 months) in 2014, breast nodule (surgery of nodules in the chest) in 2008, deterioration of visual acuity in 2006, visual acuity decreased in 2006, prolactin increased from 2003 to 2005, pituitary microadenoma from 2003 to 2005, postpartum depression (depression postpartum after her second delivery, she received pregabalin treatment) in 2000, menarche (at age 12) in 1984, smoker (10 cigarettes a day), multigravida, parity 2 (2 natural deliveries), enterocolitis, irritable colon, clostridium difficile infection (secondary to antibiotic treatment), recurrent abortion, endometrial curettage, tranquilliser abuse and septoplasty (in 2014 (estimated date), re-operation of rhinoplasty functional in 2016). Menstrual cycle: 4 days every 28 days no allergies. Previously administered products included for postpartum depression: pregabalin; for an unreported indication: antibiotics in 2014. Concurrent conditions included nasal necrosis (ischemic necrosis of the nasal mucosa) since (B)(6) 2014, nasal septum perforation since (B)(6) 2014, bacterial infection nos (polymicrobial bacterial superinfection) since (B)(6) 2014, cocaine abuse (admission to a detoxification centre for 3 months in 2014 for cocaine and benzodiazepine abuse, cocaine currently occasional) since 2005, mixed anxiety & depressive since 2002, suicide attempt (two admissions) since 2002 and vaginal candidiasis. Family history included anorexia nervosa (sister) and disability nos (sister, since birth). Concomitant products included escitalopram oxalate (lexatin) and lorazepam for anxiety as well as alprazolam, aripiprazole (abilify), bromazepam, citalopram, clonazepam (rivotril), disulfiram (antabus), topiramate and zolpidem. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced presyncope ("she goes to the emergency department referred from a hysteroscopy consultation due to vagal symptoms"). On (B)(6) 2015, the patient experienced upper respiratory tract infection ("upper respiratory tract cold"). On (B)(6) 2015, the patient experienced influenza ("flu"). On (B)(6) 2016, the patient experienced thermal burn ("skin burn"). On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient experienced menstruation delayed ("delayed menstruation"). On (B)(6) 2017, the patient experienced suicide attempt (seriousness criterion hospitalization). On (B)(6) 2017, the patient experienced sleep disorder ("sleep pattern disorder"). On (B)(6) 2017, the patient experienced craniocerebral injury (seriousness criterion hospitalization), dizziness ("well as a sensation of dizziness"), loss of consciousness ("right occipital-parietal tbi with loss of consciousness but without pathology findings in imaging test"), post-traumatic headache ("holocranial headache and pain at the level of the trauma") and vomiting ("vomit"). On (B)(6) 2017, the patient experienced suicidal behaviour ("parasuicidal gesture in patient with personality disorder"). On (B)(6) 2017, the patient was found to have fibroma ("pendulous fibroma"). On (B)(6) 2018, the patient experienced subcutaneous abscess ("skin abscess"). On (B)(6) 2018, the patient experienced asthenia ("asthenia"). In (B)(6) 2018, the patient experienced intermenstrual bleeding ("spotting"). On (B)(6) 2019, the patient experienced pneumonia ("pneumonia"). On (B)(6) 2019, the patient experienced nausea ("nausea") and procedural pain ("acute pain on day of essure removal surgery"). On (B)(6) 2019, the patient experienced vulvovaginal pain ("pain in her vagina"). On (B)(6) 2019, the patient was found to have weight increased ("weight gain"). On (B)(6) 2019, the patient experienced joint swelling ("swollen ankle"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("cramps"), dyspareunia ("dyspareunia"), menstruation irregular ("menstrual cycle type: irregular"), amenorrhoea ("amenorrhoea for 5 months"), headache ("headaches"), visual impairment ("visual disturbance/ vision disorders"), bone pain ("bone pain"), dysuria ("dysuria"), pruritus ("pruritus skin"), malaise ("malaise"), dermatitis allergic ("skin allergy"), fatigue ("tiredness") and depression ("depression") and was found to have hormone level abnormal ("hormonal imbalances"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017 , from (B)(6) 2017 to (B)(6) 2017 and then from (B)(6) 2017 to (B)(6) 2017. The patient was treated with amoxicillin trihydrate;clavulanate potassium (amoxicillin & clavulanate k), analgesics, dexketoprofen trometamol (enantyum), ibuprofen, ibuprofen arginine (spidifen), lorazepam, metoclopramide, olanzapine, pantoprazole, paracetamol, surgery (laparoscopic bilateral salpingectomy and hysterectomy) and nasogastric tube and lavage without objectifying drug remains. Essure was removed on (B)(6) 2019. On (B)(6) 2019, the nausea and procedural pain had resolved. At the time of the report, the pelvic pain, suicide attempt, craniocerebral injury, abdominal pain, dyspareunia, menstruation irregular, menstruation delayed, intermenstrual bleeding, amenorrhoea, headache, vulvovaginal pain, visual impairment, bone pain, asthenia, weight increased, influenza, urinary tract infection, dizziness, subcutaneous abscess, hormone level abnormal, dysuria, upper respiratory tract infection, thermal burn, joint swelling, fibroma, pneumonia, sleep disorder, pruritus, malaise, dermatitis allergic, fatigue, loss of consciousness, post-traumatic headache, vomiting and suicidal behaviour outcome was unknown and the presyncope had resolved. The reporter considered abdominal pain, amenorrhoea, asthenia, bone pain, craniocerebral injury, depression, dermatitis allergic, dizziness, dyspareunia, dysuria, fatigue, fibroma, headache, hormone level abnormal, influenza, intermenstrual bleeding, joint swelling, loss of consciousness, malaise, menstruation delayed, menstruation irregular, nausea, pelvic pain, pneumonia, post-traumatic headache, presyncope, procedural pain, pruritus, sleep disorder, subcutaneous abscess, suicidal behaviour, suicide attempt, thermal burn, upper respiratory tract infection, urinary tract infection, visual impairment, vomiting, vulvovaginal pain and weight increased to be related to essure. The reporter commented: both essures are placed without incident diagnostic hysteroscopy: hysteroscopic diagnosis placement of essure devices. Essure placement 5 coils on the right tube and 4 coils on the left tube. Pathological study request: no. Treatment: give an appointment in 3 months with hysterosalpingography. Discharge from nursing date / nurse referral date: (B)(6) 2017. Discharge reason / nurse referral: voluntary discharge reported. Medical records mentioned additional problems started after the essure removal: on (B)(6) 2019, the patient was found to have weight gain. On (B)(6) 2019, the patient experienced swollen ankle. On (B)(6) 2020, the patient experienced gonarthrosis to rule out. On (B)(6) 2021, the patient experienced discomfort caused by menopause such as dryness, decreased libido, itching and hot flushes. On (B)(6) 2021, the patient was found to have endocervix sample, trichomonas vaginalis detected and basal cell epithelioma: chronic lesion on left cheek that has rapidly increased in size over the last few months compatible with nodular basal cell lesion. On (B)(6) 2021, the patient experienced odynophagia: sore throat, white spot on palate. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: epicutaneous test battery of metals with reading at 48 and 96 hours and it is ruled out the sensitization to all tested contactants (among them nickel, silver). Basophil percentage (%) - on (B)(6) 2017: 0.4 %. Blood creatinine - on (B)(6) 2017: 0.9. Blood ethanol - on (B)(6) 2017: <10mg/dl. Blood follicle stimulating hormone (1.7 - 21.5 miu/ml) - on (B)(6) 2019: 30.7 miu/ml. Blood glucose (70 - 99 mg/dl) - on (B)(6) 2017: 112 mg/dl. Blood pressure measurement - on (B)(6) 2015: 110/70 mmhg; on (B)(6) 2017: 139/84 mmhg; on (B)(6) 2017: 125/85 mmhg; on (B)(6) 2017: 125/85 mmhg. Blood triglycerides (50 - 150 mg/dl) - on (B)(6) 2017: 49 mg/dl. Body temperature (degrees celsius) - on (B)(6) 2017: 36 degrees celsius; on (B)(6) 2019: 36 degrees celsius. Carbon dioxide (25 - 29 mmol/l) - on (B)(6) 2017: 29.3 mmol/l. Chest x-ray - on (B)(6) 2017: cardiothoracic index normal. No apparent infiltrates or condensations are seen at any level, no other findings. Computerised tomogram head - on (B)(6) 2017: centered midline. No radiological signs of acute intracranial bleeding or intra- or extra-axial collections are identified. Cortico-subcortical pattern preserved with ventricles of normal arrangement, size, and morphology. No significant alterations in structures of the skull base. Conclusion: no signs of acute intracranial bleeding. Cytology - on (B)(6) 2019: gynecological cytology with abnormalities in squamous epithelial cells atypia of uncertain significance in squamous cells. Electrocardiogram - on (B)(6) 2017: sinus rhythm at 76 bpm, normal axis. Pr < 0.20, no acute repolarization alterations. Eosinophil percentage (%) - on (B)(6) 2017: 1.3 %. Gynaecological examination - on (B)(6) 2018: normal external genitalia and vagina. Well epithelialized cervix. Uterus and adnexa normal. The examination is not painful; on (B)(6) 2019: good looking laparoscopic scars normal external genitalia and vagina. Free pelvis. Heart rate (heart beats per minute) - on (B)(6) 2015: 66 heart beats per minute; on (B)(6) 2017: 100 heart beats per minute; on (B)(6) 2017: 85 heart beats per minute; on (B)(6) 2017: 85 heart beats per minute. Investigation - on (B)(6) 2017: cocaine positive, benzodiazepine positive. Lymphocyte percentage (%) - on (B)(6) 2017: 28.7 %. Mean cell haemoglobin concentration (32.5 - 35.5 g/dl) - on (B)(6) 2017: 31.8 g/dl; on (B)(6) 2019: 31.8 g/dl. Mean platelet volume (9.4 - 12.6 fl) - on (B)(6) 2017: 9.0 fl; on (B)(6) 2019: 9.0 fl; on (B)(6) 2019: 9.0 fl. Monocyte percentage (%) - on (B)(6) 2017: 3.3 %. Neutrophil count (1.5 - 7.5 10*3) - on (B)(6) 2017: 11.13 10*3. Neutrophil percentage (%) - on (B)(6) 2017: 65.2 %. Oxygen saturation (%) - on (B)(6) 2017: 95 %; on (B)(6) 2017: 100 %; on (B)(6) 2017: 100 %. Po2 (25 - 40 mmhg) - on (B)(6) 2017: 17.8 mmhg. Pathology test - on (B)(6) 2019: shows the hysterectomy specimen attached to the two tubal segments including a spiral metallic filament that is continued by the tubal lumen. Diagnostic biopsy/anatomopathological diagnosis: fallopian tubes with focal erosion, fibrosis, mild inflammation, and foreign body material. Chronic cervicitis with mature and immature squamous metaplasia. Endometrium with initial secretory transformation. Adenomyosis. Physical examination - on (B)(6) 2017: good general condition, intense emotional lability, normohydrated, normally colored, normally perfused. No rash or petechiae. Eupneic at rest without retraction or work of breathing. Collaborator. Very nervous. Rhythmic carotid arteries without murmurs on auscultation, no palpable goiter or adenopathies, two cephalohematomas in the right parietal occipital region, painful but without crepitus on palpation, no cervical or lumbar pain, pain on palpation of the bilateral cervical paravertebral muscles and in both trapezius muscles, preserved joint balance. Auscultation: rhythmic without murmurs. Soft and depressible, globular abdomen, no masses or megaly are palpable, no ascites, minimal abdominal discomfort on deep palpation at the level of the mesogastrium and lower hemiabdomen without signs of peritonism, normal peristalsis. Lower extremities: no edema or signs of dvt, palpable and symmetric pedal pulses are seen. Neurological: conscious and oriented in the 3 spheres, glasgow 15 (o4 v5 m6), conserved external ocular motor. Superior functions preserved. No presence of nystagmus. Isochoric and normally reactive pupils. Strength, sensitivity preserved at all levels, no dysmetria, no dysdiadochokinesia, romberg negative, no neck rigidity or meningeal signs. Mental exam: aware and globally oriented. Emotional lability, normal contact. Preserved gesture. Well-organized, coherent, spontaneous, logical speech, without alterations in form or content. Sub depressive mood without psychomotor inhibition or melancholy, although she presents a sensation of less impulsivity. Ideas of death in moments of greatest anguish. No self aggressiveness, no suicidal ideas in a structured way, no psychotic symptoms. Maintains judgment of reality; on (B)(6) 2017: aware and oriented. Well hydrated and perfused. Good mucocutaneous coloration. Eupneic. Normal head and neck. Auscultation: rhythmic tones, no murmurs. Abdomen soft, depressible, not painful on palpation, no masses or megaly found. Extremities: no edema, no signs of dvt; on (B)(6) 2017: psychopathological examination: aware and oriented in the three spheres. Quiet. Approachable. Collaborator. Modifying attitude of the environment. Reactive mood. Linear, logical and coherent speech. She denies sensoryperceptive alterations. No alterations of a psychotic type in the form, course or content of thought. No self or hetero-aggressiveness. No ideas of death or structured autolytic ideation at the present time. Criticize the overdose. Judgment capacity. Understand and reason. Throughout the interview she presents emotional distance when recounting the symptoms. Slightly dysphoric mood. She refers autolytic ideation with little emotional repercussion and hints of secondary functionality. She denies sensory-perceptive alterations. No alterations of a psychotic type in the form, course or content of thought. Platelet count (1150 - 450 10*3) - on (B)(6) 2017: 480 10*3; on (B)(6) 2017: 491 10*3; on (B)(6) 2019: 491 10*3; on (B)(6) 2017: 550 10*3. Serology test - on (B)(6) 2017: herpes simplex virus 1 igg positive. Spinal x-ray - on (B)(6) 2017: cervical spine x-ray: no acute bone injury, rectification of cervical lordosis. Ultrasound scan vagina - on (B)(6) 2018: anteverted uterus with regular surface, hysterometry 77 mm ,normal midline, thickness 10 mm. Right adnexa: normal 24 mm. Left adnexa: normal 20 mm. In douglas: minimum amount of free fluid. Ultrasound judgment: essures normally inserted; on (B)(6) 2019: surgical absence of uterus. No abscesses or dome hematomas. Normal ovaries with functional formations. Urine analysis - on (B)(6) 2017: density: 1015 [1016-1025] desquamative cells, frequent 6-10 leukocytes / field. The term leukocytes in the strip corresponds to leukocyte esterase. Presence of bacteria; on (B)(6) 2019: desquamative cells, frequent 6-10 leukocytes / field. The term leukocytes in the strip corresponds to leukocyte esterase. Presence of bacteria. White blood cell count (4 - 11 10*3) - on (B)(6) 2017: 11.45 10*3; on (B)(6) 2017: 11.5 10*3; on (B)(6) 2017: 16.34 10*3. White blood cells urine - on (B)(6) 2017: 500 /ul [0-10]. X-ray - on (B)(6) 2019: chest x-ray compared with previous study showing resolution of the infiltrate and no pleural effusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2022: reporter and event depression details added. Treatment surgery was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and suicide attempt ('autolytic attempt') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: intentional overdose "voluntary drug overdose" (seriousness criterion medically significant). The patient's medical history included smoker (10 cigarettes a day), breast nodule (surgery of nodules in the chest. Curettage. Nose), multigravida, parity 2, cocaine abuse (under treatment for cessation), nasal necrosis (ischemic necrosis of the nasal mucosa), nasal septum perforation, bacterial infection nos (polymicrobial bacterial superinfection), vaginal candidiasis, enterocolitis, irritable colon, clostridium difficile infection (secondary to antibiotic treatment), postpartum depression (she received pregabalin treatment) and recurrent abortion. Concomitant products included aripiprazole (abilify), citalopram, clonazepam (rivotril), topiramate and zolpidem. In 2015, the patient had essure inserted. In 2016, the patient underwent rhinoplasty ("septorhinoplasty last year"). On (B)(6) 2019, the patient experienced vulvovaginal pain ("pain in her vagina"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), suicide attempt (seriousness criterion hospitalization), dyspareunia ("dyspareunia"), menstruation irregular ("menstrual cycle type: irregular"), discomfort ("sensation of heaviness"), headache ("headaches"), bone pain ("bone pain"), visual impairment ("visual disturbance"), muscle spasms ("cramps"), dysuria ("dysuria"), depression ("anxiety depressive syndrome/ depression"), personality disorder ("personality disorder") and drug abuse ("cocaine use relapses") and was found to have hormone level abnormal ("hormonal imbalances"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with nasogastric probing and washing is performed. No remnants of medications are found. And surgery (removal of essure devices, with removal of her fallopian tubes and uterus). Essure was removed on (B)(6) 2019. In 2016, the rhinoplasty had resolved. At the time of the report, the pelvic pain, suicide attempt, dyspareunia, menstruation irregular, vulvovaginal pain, discomfort, headache, bone pain, visual impairment, hormone level abnormal, muscle spasms, dysuria, depression, personality disorder and drug abuse outcome was unknown. The reporter considered bone pain, depression, discomfort, drug abuse, dyspareunia, dysuria, headache, hormone level abnormal, menstruation irregular, muscle spasms, pelvic pain, personality disorder, rhinoplasty, suicide attempt, visual impairment and vulvovaginal pain to be related to essure. The reporter commented: gynaecological and obstetric: menarche 12 menstrual cycle type 4/28. Diagnostic hysteroscopy: hysteroscopic diagnosis placement of essure devices pathological study request: no. Treatment: give an appointment in 3 months with hysterosalpingography. Discharge from nursing date / nurse referral date: (B)(6) 2017. Discharge reason / nurse referral: voluntary discharge reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.